Manufacturer narrative:
UDI_not_required. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the device but was unable to confirm the reported issue. The bag to vent switch was replaced proactively.

Event description:
The hospital reported that the device was not switching between bag and vent properly which could cause a loss of a mode of ventilation. There was no report of patient involvement.